Event description:
Event description guidant received information that this ventricular lead was intermittently capturing the myocardium. Additionally, lead measurements were not within normal limits. An invasive procedure was performed to reposition the lead. The lead was repositioned and lead measurements were within normal limits.